Event description:
It was reported that patient experienced syncope after implant procedure. Transcutaneous pacing was performed. Upon interrogation, it was found that patient's right ventricular (rv) lead exhibited loss of capture. Cardiac perforation was noted from fluoroscopy. The lead was explanted and replaced. The patient was stable after procedure.